Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. A complaint was filled. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11-aug-2022: lot 2111411: 81 items manufactured and released on 15-nov-2021. Expiration date: 2026-11-02. No anomalies found related to the problem. To date, 48 items of the same lot have been sold with no similar reported case during the period of review. Additional devices involved batch reviews performed on 11-aug-2022 liner: mpact 01.32.2837hct flat pe hc liner ø28/b (k103721) lot 1906063: 32 items manufactured and released on 19-jul-2019. Expiration date: 2024-07-02. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported case during the period of review. Stem: quadra-p collared 01.12.161 quadra-p collared std stem siye 1 (k192827) lot 2114286: 35 items manufactured and released on 09-feb-2022. Expiration date: 2027-01-19. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with no similar reported case during the period of review. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 1906462: 291 items manufactured and released on 31-oct-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, 278 items of the same lot have been sold with other 6 similar reported case during the period of review.